Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported on behalf of the surgeon a case of diffuse lamaller keratitis (dlk), observed at one day lasik post-operative visit. Add'l info indicated the patient was placed on a topical steroid eye drops taper and reported issue had resolved by add'l follow up visit. This report reference the right eye. An add'l report will be filed for the left eye.